Event description:
The ge oec 9800 fluoroscopy system does not complete normal boot sequence. When power is cycled to the system, it will not re-boot.

Manufacturer narrative:
A ge oec service representative investigated the issue and that the line voltage on the ps1 power supply needed to be adjusted above 5v per specification. The adjustment was made, additionally, the generator interface pcb was defective and was replaced. The other system pcbs were also re-seated and the software was re-installed. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.